Event description:
Site reported bilateral patient underwent lal implantation in (B)(6) 2021 ((B)(6)2021 for the left eye and (B)(6) 2021 for the right eye). The lals were explanted in (B)(6) 2021 (6/28/2021 for the right eye, (B)(6) 2021 for the left eye). Rxsight's first awareness of the event was on 7/1/2021.

Manufacturer narrative:
Site reported bilateral patient underwent lal implantation in (B)(6) 2021 ((B)(6) 2021 for the left eye and (B)(6) 2021 for the right eye). The lals were explanted in (B)(6) 2021 ((B)(6) 2021 for the right eye, (B)(6) 2021 for the left eye). Rxsight's first awareness of the event was on 7/1/2021. The explanted lenses were visually inspected and optically tested. Both lenses were found to have an ambient zone, which is indicative of the lenses being exposed to ambient uv light prior to lock in.

Manufacturer narrative:
Site reported bilateral patient underwent lal implantation in (B)(6) 2021 ( (B)(6) 2021 for the left eye and (B)(6) 2021 for the right eye). The lals were explanted in (B)(6) 2021 ( (B)(6) 2021 for the right eye, (B)(6) 2021 for the left eye). Rxsight's first awareness of the event was on (B)(6) 2021. The device history records for both of the lenses were reviewed. No issues were noted. Right eye: serial number: (B)(4), lot number: l02-001960, implant date: (B)(6) 2021, mfg date: 12/10/2020, expiration date:11/30/2023, explant date: (B)(6) 2021, UDI: (B)(4) . Left eye: serial number: (B)(4) , lot number: l02-001755, implant date: (B)(6) 2021, mfg date: 7/26/2020, expiration date: 6/30/2023, explant date: (B)(6) 2021, UDI: (B)(4). The lenses have been received and are currently being evaluated.

Event description:
Site reported bilateral patient underwent lal implantation in (B)(6) 2021 ( (B)(6) 2021 for the left eye and (B)(6) 2021 for the right eye). The lals were explanted in (B)(6) 2021 ((B)(6)2021 for the right eye, (B)(6) 2021 for the left eye). Rxsight's first awareness of the event was on (B)(6) 2021.